Manufacturer narrative:
Pr#: (B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator displayed a, "shock equip malfunction inop" message and failed operational check for the defib test.